Event description:
Peg tube placed in radiology. Peritonitis developed within 48 hours. Post mortem examination revealed that the internal retention dome was in the peritoneum, not the stomach. The pt had received tube feedings for two days into the peritoneal space.